Event description:
Prosthesis became lodged during insertion. Tab tore off necessitating removal in or. Co has received a complaint regarding a torn off insertion tail on a voice prosthesis. The tail has torn off when the prosthesis was drawn through the esophagus towards the fistula. The dr claims that the prosthesis was stuck after which he pulled until the tail broke off. Co has investigated the prosthesis, especially with regard to the fractured surfaces. The fractured surface was strikingly irregularly toothed with defined marks, which definitely do not correspond with fractured surfaces arisen from fractures by pulling. With regard to the fractured surface, the tail has probably been deformed by some sharp instrument like for instance hemastatic forceps.